Event description:
Medtronic received information that after an unspecified implant time, unspecified degeneration of a carpentier-edwards magna valve occurred. This valve was revised with a transcatheter bioprosthetic valve. No additional adverse patient effects were reported. No further details were provided. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).